Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of overheating issues when connected to the mobile power unit (B)(6) was unable to be confirmed. The submitted log files revealed that the system controller¿s internal temperature was observed to be 36-45 degrees celsius, while operating the pump. Per design specifications the controller should not exceed a temperature of 51 degrees celsius. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no notable alarms active and the system appeared to function as intended. The mobile power unit was returned to the european distribution center for testing. The unit functioned as intended and preventative maintenance was performed. The serviced unit was returned to the customer and the replaced patient cable was forwarded to product performance engineering. The forwarded patient cable was connected to a test mpu unit. The unit was able to power on as intended and was connected to a mock circulatory loop overnight. The log files were extracted from the test system controller and the controller temperature was within design specification. Provided information indicated that there were no adverse events associated with the event, that the high temperatures had resolved, and that the mobile power unit would be returned; however, the system controller was exchanged and disposed which resolved the issue. A root cause for the reported event could not be conclusively determined through this investigation. Incidental findings: the unit had the rubber encasing coming loose on the patient cable. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch is currently available. Section 3 entitled ¿powering the system¿ addresses how to use the mobile power unit to power the system. Section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the mobile power unit and system controller. Section 8 entitled ¿equipment storage and care¿ indicates that cleaning and service should be performed only by abbott medical-trained personnel. The user is instructed to not attempt cleaning or repair on their own. The heartmate 3 patient handbook (section 2 ¿how your pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained about the system controller getting hot while connected the mobile power unit (mpu) and not feeling well. The clinic noted the log files looked stable and there were no adverse events associated. Log files were submitted for review and captured no unusual events. The times that were marked showed a system controller temperature of 45 degrees celsius which was reached multiple times in the file. The system controllers normal temperature operating range was 30 to 50 degrees celsius. Per the site, the high temperature was resolved, and there were no further complaints. The product was to return, indicating that the controller was exchanged. It was additionally reported that there were no adverse events associated with the event and the system controller was exchanged which resolved the issue. It was noted that the mpu that was connected at the time of the event was being returned.